Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 5 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. 20ncm of primary stability was achieved, the patient presented bone type IV, fenestration occurred during surgery, bone graft was executed and immediate load procedure was performed. The dentist also reported that the perforation of membrane sinus occurred during surgery.